Event description:
Additional information received indicates surgical intervention was undertaken wherein the lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6) , batch: a000082023.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on one lead. It is unknown which lead is at fault. As a result, surgical intervention may be undertaken to address the issue.